Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the device logs were received from the field service engineer (fse) and reviewed. Log analysis confirmed a cfb error occurred on (B)(6) 2026 at 04:27 while the unit was in use on a patient. Per log data associated with the cfb event, it is confirmed that the device continued ventilation during the event. The fse replaced the main board and performed all required calibrations. A full operational check was completed, and the unit passed all functional testing.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant reported that while on a patient, the device stopped ventilating, alarmed and showed an interface error. The complainant indicated another device was obtained to continue treatment, without any patient harm.